Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of clarifying information and product evaluation findings. Sections b4, b5, g3, g6, h2, h3, h6: component code, device code, type of investigation, investigation findings, investigation conclusions, h10, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and revealed a full circumferential tear in the proximal balloon region, with the distal balloon fully separated, suggesting that the rupture likely originated from the proximal side. The distal balloon showed bunching and stretching of the balloon spring, and once un-bunched by the engineer, both radial and longitudinal bursts were observed. Additionally, the nose tip was found to be damaged but remained attached, with no missing pieces identified. Due to the nature of the complaint, no functional testing was performed. Dimensional testing was performed on the balloon and the measurements were found within the specification. The complaint was confirmed through visual examination. The customer provided 3mensio imaging, which revealed calcification in the landing zone. Review of the accompanying device-related photos and fluoro/cine imagery confirmed that the balloon had burst at full inflation and that withdrawal difficulties were encountered. Multiple non-edwards sheaths were used to retrieve the delivery system, and upon removal, balloon bunching and damage to the nose tip were observed. The complaints for balloon burst, difficulty or inability to withdraw system through sheath, and system component damaged were confirmed based on the evaluation of returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Evaluation of the returned device revealed a full circumferential radial and longitudinal balloon burst. Based on the observed burst pattern, the balloon likely ruptured from the proximal side rather than from the lv side as described. Imaging review of the provided 3mensio data showed a calcified landing zone, which can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported that "deployment was with +1cc." While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. As such, available information suggests that patient (calcification) and procedural factors (over-inflation) may have contributed to the reported event. Per the event description, "withdrawal of the delivery system was challenging due to the inability to pass the ruptured balloon through the distal abdominal aorta-iliac bifurcation." The evaluation of the returned device showed distal balloon bunching. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of the burst balloon) may have contributed to the reported event. Per the imagery review and evaluation of the returned device, the commander nose tip was damaged/cut but otherwise intact. The customer reported that "this must have happened with the removal from the body or when the implanters were attempting to snare the delivery system and pull it into the non-edwards sheath as the team did not manipulate the device on the back table." It is possible that the interaction between the snaring device and the commander nose tip, along with additional manipulation, contributed to the observed damage. As such, available information suggests that procedural factors (device interaction and additional manipulation during device retrieval) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The provided device-related photos and fluoro/cine imagery were reviewed and revealed that the commander inflation balloon appeared bunched and was not fully withdrawn into the non-edwards sheath, with damage observed on the delivery system nose tip. Multiple non-edwards sheaths were utilized for contralateral retrieval of the delivery system nose tip and guidewire shaft. Imagery also showed the balloon bursting at full inflation. Per device evaluation findings, the commander nose tip was damaged/cut but otherwise intact. Per follow-up with the fcs regarding the damage, this must have happened with the removal from the body or when the implanters were attempting to snare the delivery system and pull it into the non-edwards sheath as the team did not manipulate the device on the back table. It was also clarified that instruments were not used to remove the balloon cover during the device prep.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During the procedure, the commander delivery system balloon ruptured at the end of deployment resulting in extreme difficulty extracting the balloon. It appeared to be a radial tear of the delivery system balloon. The patient did not have stj/lvot calcium. It was believed that the balloon ruptured from the lv side. The device was prepped with 15% diluted contrast per IFU standard and deployment was with +1cc. There was a surgical cutdown with lcia stent deployment for a noted dissection flap. Flow on angio was present at the end of the case. Patient was stable with blood transfusion and planned monitoring in the ICU post case. As per follow-up with the fcs, the valve was successfully implanted in the intended position and fully deployed. Instruments were used to remove the balloon cover during prep. Blood was seen in the syringe. Valve alignment was performed in a straight section without difficulty. However, withdrawal of the delivery system was challenging due to the inability to pass the ruptured balloon through the distal abdominal aorta-iliac bifurcation. The esheath was "split" and decided to remove, and a non-edwards sheath was inserted over the balloon catheter after cutting the y-connection off the back end of the commander and removing the flex handle outer portion of the delivery system. A recapture attempt was performed. There were no issues with esheath removal, steep insertion angle, or delivery system insertion. A dissection injury was observed during final angiography, likely resulting from the balloon recovery attempts. The patient remained stable and was discharged. The "esheath split" was clarified as distal tip damage as the ruptured balloon damaged the end of the sheath when the team attempted to pull the ruptured balloon back into the sheath.